Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that during service evaluation the renasys go device was found unable to start-up correctly, operate on ac or battery power or recharge the battery, and to generate and control negative pressure due to a defective main board. No patient was involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed to charge; cannot start-up correctly free from critical errors, could not operate on ac or battery power and cannot re-charge the battery, could not generate and control negative pressure. We have established a relationship between the device and the reported events. The root cause was identified as a defective mainboard. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.